Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during gastroduodenal artery coil embolization, the subject coil detached after several attempts to reposition the coil. Resistance was also noted in the microcatheter. The detached coil was removed together with the microcatheter and the same microcatheter was used to complete the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned.

Event description:
It was reported that during gastroduodenal artery coil embolization case, the subject coil was able to move with the resistance and was prematurely detached in the microcatheter shaft. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during gastroduodenal artery coil embolization case, the subject coil was able to move with the resistance and was prematurely detached in the microcatheter shaft. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.